Event description:
Approximately 1/2 hour into hemodialysis treatment a separation occurred at the bonded joint between the main venous tubing and bottom port of the venous chamber. Blood volume in the extracorporeal circuit was discarded resulting in estimated blood loss of 150cc-250cc. No pt injury or need for medical intervention is reported.